Event description:
Patient received walter lorenz tmj implant device three years ago. Since implantation of device pt's face is numb and eye lid won't close. Prior to receiving device patient was on minimal pain medication, however the pt is now on a maximum level of pain medications. A bolt from the implant is sticking out of the device and can be seen when looking at the pt's face.